Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on 6/1/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 585 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 197 mg/dl and 218 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is 05/01/2017. The meter memory was reviewed for previous test result history (date / time not set): the 225mg/dl fasting:yes, the 414mg/dl fasting:yes, the 482mg/dl fasting:yes, the 476mg/dl fasting:yes, the 585mg/dl fasting:yes. Memory concerns: 585mg/dl. Customer is concerned with high readings. Result of concern is 585mg/dl. Expected fasting range is 70-200mg/dl. Customer denies having signs and symptoms of hyperglycemia. Customer denies need for medical attention. Unable to verify dates and time. Date and time not set on meter.